Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "second surgery to replace my implants due to capsular contracture baker grade unknown" against right side. Device has been explanted.

Event description:
Patient reported "second surgery to replace my implants due to capsular contracture baker grade unknown" against right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b., e.4., g.2. In response to FDA report number: mw5108599.